Event description:
A critically ill pt on a balloon pump in the intensive care unit had blood noted in the tubing. The pump was put on standby and the cardiac surgeon was unable to remove the catheter and arrangements were made to send the pt to the operating room. Unfortunately, the pt had a change in status and died. Her death came about 2 hours after the blood was noted in the tubing. On 7/6/95, the physician felt this event did not cause the pt's death.